Event description:
It was reported that during an unk procedure, reported issues with mcm20 "miss firing" during their procedure. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 757d02. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number of 757d02 / 46mcs20, and no non-conformances were identified. Additional information was requested and the following was obtained: when the clips were applied, the clips did not come together, but rather formed a pretzel and crossed. The nursing coordinator described that the clips were coming out and crossing like a pretzel and not forming correctly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.